Event description:
The customer reported that the pt arrived in the telemetry unit and went into bradycardia. There was no central system alarm until the pt went into "asystole." The nurse mgr feels that the staff nurse was aware of the situation and manually ran ECG strips to document the situation. The pt died six hrs being admitted to the hosp.